Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using tube k2edta plh 13x75 2.0 plbl lav cn the tube had no draw. The following information was provided by the initial reporter: in order to undergo the next cycle of chemotherapy, the patient collected fasting blood this morning after admission to the hospital yesterday afternoon. The responsible nurse found that the purple tube of the blood routine had no draw during the venous blood collection of the patient. Complete the venous blood collection operation for the patient in time after changing the tube in time, there were no adverse outcomes for patients.